Manufacturer narrative:
One portex® griggs® percutaneous dilation tracheostomy was returned for analysis in used condition. Two cuff tears were noted upon visual examination. An inflation test was performed with an inability to inflate the cuff due to cuff leaks; confirming the complaint. Based on the evidence, the root cause was found to be from a sharp edge during tracheostomy (trach) procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the use of a portex® portex® griggs® percutaneous dilation tracheostomy kit, the cuff got torn. No patient injury.